Event description:
In a conversation between surgeon and mako rep, mako was informed of a revision that took place of the date of event. A total hip arthroplasty pt was treated for a calcar fracture that alleged occurred after the pt fell.

Manufacturer narrative:
The surgeon used two dall-miles cerclage cables to repair the fracture. The surgeon also opted to increase the femoral head length to increase post-repair stability. As part of normal complaint f/u, an eval of the event has been initiated at mako surgical. The eval is still underway, and a supplemental report will be submitted if reportable results are obtained.